Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: unknown but "upon opening outer tyvex the tyvex did not fully separate from rim of cradle."

Event description:
Healthcare professional reported upon opening outer tyvex, the tyvex did not fully separate from rim of cradle. Device was not implanted.

Event description:
Healthcare professional reported upon opening outer tyvex, the tyvex did not fully separate from rim of cradle. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4.